Manufacturer narrative:
(B)(4). The customer report of resistance experienced during bypass tube advancement was confirmed through complaint investigation of the returned sample. The customer returned one manta vascular closure device (2115ne) for analysis. Visual analysis revealed an abnormally shaped button valve consistent with supplier defect. Functional analysis also confirmed difficulty advancing the bypass tube. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were I mplemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "closure of femoral access after tavi procedure. The device was not able to push to the manta sheath. They used another manta with same lot and without complications. The patient is stable; the device is available for investigation. The device was used in the patient but the physician was not able to cross the haemostatic valve-another device was used to close." Associated complaint 3010252479-2025-00031.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that:"closure of femoral access after tavi procedure. The device was not able to push to the manta sheath. They used another manta with same lot and without complications. The patient is stable; the device is available for investigation. The device was used in the patient but the physician was not able to cross the haemostatic valve-another device was used to close." Associated complaint 3010252479-2025-00031.